Event description:
After ablation was completed the faradrive sheath was removed and replaced with a non-(B)(6) sheath to perform the post treatment mapping. It was reported to be difficult to pass the non-(B)(6) sheath through the septum and that the patient's blood pressure dropped. Using intracardiac echocardiography (ice) they confirmed the patient was experiencing cardiac tamponade and performed a pericardiocentesis. The physician believes the issue likely happened when the non-(B)(6) sheath was advanced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).